Event description:
Additional information received from the patient reported that she noticed power on reset (por) when she was checking her status at the end of the month. She was trying to change her programmer and settings. It was indicated that she changed batteries and tried to start from the beginning of the process but nothing changed. She could not stop her bladder leaking, so she has had to rely on the changing padding frequently. This was quite difficult since she had to drink frequently to avoid kidney stones which she had in the past (removed by surgery). She was anxious to get everything resolved as soon as possible. She looked forward to her appointment with healthcare provider next day, (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient got the screen to change their patient programmer (pp) batteries, so they changed the batteries and then pressed sync and got the power on reset (por) sign. No falls/trauma or medical tests/emi environmental exposure was reported. The patient reported they were leaking over the past week or so.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.